Event description:
At the start of phaco emulsification, the surgeon became aware that there was no aspiration and no irrigation. There had been no problem with the priming sequence during set-up. The probe was removed and re-printed.